Manufacturer narrative:
This report is submitted on february 7, 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site which was treated with IV and oral antibiotics. The device was explanted on (B)(6) 2021. The patient was re-implanted with a new device.